Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection found the device was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the event history log, it confirmed that there was a record of occurred error 1660. Functional testing confirmed the customer reported issue. The investigation determined that the cause of the issue was a possibly defective mainboard. The pump was returned unrepaired to the customer at customer's request.

Event description:
It was reported that the product has error:1660. The event occurred while patient use, during infusion, and there was no patient harm/adverse event reported.